Manufacturer narrative:
Investigation indicates that implantation with larger diameter screws of long lengths represent a worst case condition that could result in high torque application. Tapping with undersized taps increases the insertion torque required for implantation and is considered a contributing factor for this failure. Lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load. Although it cannot be confirmed, either and/or both of these could have been a contributing factor to the high torque application that lead to the tip failure. High torque application to the driver tip during screw insertion is the cause for the observed failure. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique. Review of manufacturing history records found a total of 30 pieces of lot 33611mm released for distribution on september 16, 2015 with no deviations or anomalies.

Event description:
It was reported that during a procedure the tip of the reform polyaxial driver (39-sp-0700) broke while inserting a 8.5mm x 90mm reform pedicle screw. The screw was about 90% advanced in the bone and the fixation was very strong. A snap was heard when the tip broke as the surgeon was trying to further advance the screw. The broken tip was easily removed with a coker and the procedure was completed utilizing the second driver available in the set, with no further issue and no delay to the procedure.